Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Per email received 19-oct-2017 from the hospital's clinical engineer and account manager: "at this point [the iabp] is removed from clinical use with the intent of not using it in the future. However, I will not say that it is permanently removed from service at this point." If any further information is provided in the future a subsequent report will be submitted.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) cannot pass the safety disk leak test. The iabp is a system98xt and no service report has been generated as getinge no longer services system98xt iabps. The iabp has been pulled from clinical service. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.